Event description:
Broken brush heads [device breakage]. Brush head was wobbly [device defective]. No adverse effect [no adverse event]. Case description: a (B)(6) y/o female consumer reported all oral-b brush heads that were used from a pack of four had broken within four weeks of use. She reported that she had previously used oral b product for the last 20 years without incidence. No further info was provided. On (B)(6) 2014, the consumer reported the oral b precision clean brush head was kind of wobbly and broke.

Manufacturer narrative:
The product has not been returned by the reporter.